Manufacturer narrative:
Per the tandem user guide - do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the customer transferred personal profile settings from a prior non-tandem pump, and customer's basal rates were too high. Subsequently, customer was hospitalized. Bg was treated with an unspecified oral gel. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.